Event description:
Carelink remote ICD transmission finding device at eol (end of life). ICD is part of entrust vr ICD recall. Device would not be able to provide therapies if needed. Emergent generator change done.